Manufacturer narrative:
Infutronix was unable to confirm the user-reported complaint. Upon investigation of the complaint, it was found that the device was scrapped before evaluation could be performed. Infutronix has issued a non-conformance report (nc# (B)(4)). Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. Thus it led to the scrapping of the device. During the review of the complaint file by quality/management, it was determined as MDR reportable on 11/16/2017.

Event description:
The user reported an infusion flow rate issue with the device. "I wanted to let you know that we tried a new setting with the nimbus pump on friday for a patient who had an open ventral hernia repair. It was for bilateral esp catheters. We were able to program the settings of 3ml/hr with a 15ml bolus every 3 hours. This worked great until monday morning. The alarms for the right pump said e09 first and then e08. The right pump also said that the volume left to infuse was 0ml while the left pump still said there was over 100mls left. We used 1000ml bag and both pumps were set to have total of 500ml each. When looking at the bag on monday morning, it appeared to have at least 200ml left. We reprogrammed them to have another 100ml each. The catheters were pulled today and upon reviewing the pumps, the total infused for the right was 575ml and for the left was 576ml. Volume remaining to be infused was 0ml each. The floor nurses were frustrated because during the night, the pump was alarming saying it was empty when clearly it wasn't. So from our experience, we can't really confirm that there was a leak from the tubing. Also, we will be checking with our pharmacy to see how much they are filling the bags and was there actually more than 1000 ml." The device reported in this MDR is the right pump mentioned above by the reporter. No patient injury or harm was reported by the user.